Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing the cassette not attached error and there was battery compartment damage. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Received one device. Could not confirmed customer complaint of ¿cassette not attached error¿. Performed downstream occlusion test 3 times and unit passed all three test. Updated software to the latest version and reset to standard configuration. Performed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.